Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urgency frequency urge incontinence it was reported that they patient loss stimulation and that the device kept turning off. It was further explained that they patient stops feeling stimulation and they would look at the controller and found it was off and they would turn it on and then issue happened again. No further complications were noted or anticipated.